Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown multiloc screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported events in (B)(6) as follows: it was reported that during implantation of a multiloc humeral nailing system on (B)(6) 2016 to treat a humeral neck fracture of the right arm, the multiloc screw did not lock with the nail. It was reported that after the surgeon inserted the nail and applied temporary fixation in the proximal "a" hole using a k-wire, the reported multiloc screw was inserted into the "d" hole using a screwdriver. When the surgeon attempted to remove the screwdriver from the screw, the multiloc screw came out together with the driver; the screw was not locked with the nail. The surgery was extended 20 minutes due to the reported event. There was no patient harm reported. This report is for one, unknown multiloc screw. This report is 2 of 2 for (B)(4).